Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other); location of the perforation: uterus."), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("blood clots") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), uterine adhesions ("device was intimately involved in the very dense adhesions that were attached to the anterior surgace of the uterus") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy with extraction). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage, abdominal pain, back pain, abdominal pain lower, uterine adhesions, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine adhesions, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she continued to experience these symptoms until on or about (B)(6) 2014 when she underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy with extraction of essure device. The essure device was intimately involved in the very dense adhesions that were attached to the anterior surgace of the uterus. Her symptoms resolved after the (B)(6) 2014 surgery. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Events- "abnormal bleeding (menorrhagia), vaginal infection, dyspareunia (painful sexual intercourse), perforation (other); location of the perforation: uterus, dysfunctional uterine bleeding, she did not undergo an essure confirmation test", reporter, concomittant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and uterine adhesions ("device was intimately involved in the very dense adhesions that were attached to the anterior surgace of the uterus"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy with extraction). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, back pain, abdominal pain lower and uterine adhesions had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain, uterine adhesions and vaginal haemorrhage to be related to essure. The reporter commented: she continued to experience these symptoms until on or about (B)(6) 2014 when she underwent a laparoscopic supracervical hysterectomy and bilateral salpingectomy with extraction of essure device. The essure device was intimately involved in the very dense adhesions that were attached to the anterior surgace of the uterus. Her symptoms resolved after the (B)(6) 2014 surgery. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.